Event description:
It was reported that the patient¿s system was revised on (B)(6) 2013 because the health care provider (hcp) felt he did not position the lead at the right location. The patient stated that the device worked initially for ¿about two months¿ then it stopped. The patient¿s status was ¿unknown.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3889-28 lot# v819673, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).